Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd her scs system, including an ipg and surgical lead, on (B)(6) 2010. It was reported that the physician drained a seroma at the pt's ipg pocket site on (B)(6) 2011. It was reported that the pt continued to have effective stimulation, and her system remains implanted. F/u on the pt found no further issues reported.